Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the connection failure occurred from the video function did not working properly due to a faulty cable. However, the specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus that the hd camera head had an image failure due to poor connection with the scope and the processor.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation regarding a connection problem with the video processor was not confirmed, however, it was confirmed that there was a connection problem between the camera head and the scope due to the lock button on the scope mount being stiff. There were few additional findings: a cracked connector, a scratch on the scope mount lens, and a flooded connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus that the hd camera head had poor connection with the scope and the processor. This occurred during a therapeutic trans cervical resection in saline (tcris). The procedure was completed using an exchanged equipment owned by the facility. There was no report of patient harm. The device was returned, evaluated, and a color bar was found along with no image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.